Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, episodes showing noise were recorded in the device memory, leading to decrease in ventricular pacing and to delivery of atp. It was reported that the patient did not work outside the house, did not use electrical machines but has an antenna nearby. Provocative maneuvers were performed, noise was not reproduced.